Event description:
A malfunction on a pump was reported, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, but the customer declined an out-of-warranty loaner pump and chose to use multiple daily injections to maintain insulin delivery.